Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) that the helium icon was reading low, still in the green but low. The gauge read the same. They had changed out the tank and it seemed to be getting used very quickly. There was no sound of leaking helium. Monitor over the next couple of hours and gave to call for more assistance. At 3:46am the icon was now in the red and a message of low helium is on the screen. Swapped out the unit for another to continue therapy. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.